Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the pt has not returned for follow-up visits since the time of initial implant and was lost to follow-up. The pt presented emergently with a ruptured aneurysm due to migration of the stent graft and proximal type 1 endoleak. The stent graft was explanted and the pt was converted to a convention graft during an open surgical repair. No add'l clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4). From the examination of the returned devices, the exact cause of the stent graft migration, which likely led to the proximal type 1 endoleak and aaa rupture, could not be determined. From the configuration of the examined aneurx device, the implant likely occurred prior to (B)(6), 2006. A single strut fatigue fracture was seen near the aortic body mid-line at rings 2 & 3; however, it is unlikely that these two fractures contributed to the migration. A single spring abrasion hole was also observed near the mid-length of the ipsi limb (rings 12-13). This hole appeared covered by tissue/thrombus, no endoleak was reported in this location, and therefore likely did not contribute to the aneurysm rupture. No other fabric integrity issues were seen. Films or add'l anatomical info regarding the aneurysm morphology was not provided; therefore, the stent graft's in-vivo configuration at implant and prior to the explant could not be assessed to help identify the possible cause(s) which led to the stent graft migration and endoleak. Although the aortic body appeared relatively straight, the single abrasion hole and numerous suture breaks seen in the ipsi limb indicate that the limb was likely placed in a tortuous anatomy. The contra limb was returned transected at mid-length; the distal transected limb was not returned thereby limiting the extend of the eval.